Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple gastrointestinal bleed (gib) events prior to left ventricular assist (lvad) placement. Between (B)(6) 2024 through (B)(6) 2024 a bleeding event was reported. Coumadin (warfarin) was held until the patient's hemoglobin level stabilized. The patient was started on digoxin (lanoxin) and octreotide (sandostatin). The international normalized ratio (inr) goal was changed to 1.5-2.0 seconds. On (B)(6) 2024, an esophagogastroduodenoscopy (egd) was performed, and a large polyp in the gastric antrum was reported. It was removed with a hot snare and a hemoclip was placed. H historically related gib MFR numbers: 2916596-2024-04781; 2916596-2024-04783 and 2916596-2024-04125 transplant due to gib.